Event description:
A valiant navion was implanted during an endovascular procedure as a re-intervention for a prior aortic stent graft infection. It was reported that patient returned for a follow-up CT 4 days later which revealed a fistula and graft infection. The patient expired the next day. As per the physician the cause of death was due to aortic rupture-hemorrhage from medial aortic sac. No additional clinical sequelae was provided and the patient has expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.